Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned avs aria cage was confirmed to have deformation on the threading at the implant/inserter interface upon visual inspection of the device. The deformation is cyclical and consistent with cross threading. The deformation is most severe at the first couple of threads where it is difficult to distinguish between the crest and root of each thread. The issue was identified during an inspection prior to the surgery. There was no associated surgical procedure. The manufacturing records were reviewed for lot# szr and there were no manufacturing anomalies that are relevant to the reported product issue. The most likely cause of the deformation is previous cross-threading of the implant with the inserter. Conclusion: misalignment of the implant/inserter mating features during assembly can result in cross-threading.

Event description:
It was reported that random testing noticed that the cage was cross threaded. The cage sits at an angle when fully engaged with inserter.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records were reviewed for lot# szr and there were no manufacturing anomalies that are relevant to the reported product issue. Misalignment of the implant/inserter mating features during assembly can result in cross-threading. Conclusion: the most likely cause of the deformation is previous cross-threading of the implant with the inserter.

Event description:
It was reported that random testing noticed that the cage was cross threaded. The cage sits at an angle when fully engaged with inserter.